Event description:
The manufacturer was notified of the "off label use" of their products (3 stents) used to treat a procedural dissection of the right vertebral artery. During the manufacturer's review of the hde report filed by the user facility, it was revealed that this adverse event occurred during the procedure implant of a stent [device in question]. The following is a summary of the procedure: the patient was a male admitted in 2007 with light headedness and imbalance. He was diagnosed with cerebellar stroke. The patient was taken to the procedure room on three days later for the implant of a stent [device in question] in the right vertebral artery. Digital subtraction angiography was performed and the following were noted: very delayed flow dynamics were present in the ap and lateral projections centered over the left neck with visualization of the posterior fosea. As the contrast slowly percolated into the intracranial segment, significant luminal irregularity was present as a result of atherosclerotic disease. Additional digital subtraction angiography was performed and the following was noted: complete occlusion of the intracranial left vertebral artery appeared to be present without evidence of trace flow to the basilar artery. Numerous extracranial collaterals were noted. Lack of patent flow through the intracranial left vertebral artery to the basilar artery was noted. Mild atherosclerotic disease at the supraclinoid segment (at the right common carotid artery) is present without dominant stenosis or branch occlusion. No significant posterior communicating artery is appreciated. Approximately 50% narrowing of the right vertebral artery was present, but the remaining cervical segment was widely patent. Vasospasm was noted in the right vertebral artery, and was treated with intermittent infusion of verapamil. Prior to angioplasty, heparin was administered to the patient to keep act at 250-300. A 2.5 x 15mm angioplasty balloon was maneuvered to the stenosis and inflated to 6 atmospheric pressure for 80 seconds. Post angioplasty digital subtraction angiography showed slightly improved but persistent stenosis. A second 3.0 x 15mm angioplasty balloon was then maneuvered to the stenosis and inflated - additional improvement was noted. Physician then deployed the stent across a critical intracranial stenosis located in the right intracranial right vertebral artery. Post stent deployment angiography showed improved hemodynamic flow despite a persistent narrowing at the site of the stenosis. The microcatheter wire was retracted to improve the right vertebral artery vasospasm, despite intra-arterial verapamil, since no dissection was identified. Digital subtraction angiography was performed with the contrast injected from the guiding catheter at the right subclavian artery origin. At this time, a dissection was noted in the cervical vertebral artery segment. Subsequent angiographic runs showed the dissection to be flow limiting. Immediate attempt was started to maneuver the microcatheter wire back into the right vertebral artery through the true lumen of the dissection. Three stents were used off-label to treat procedural dissection for the right vertebral artery. The patient was successfully treated with the implant of the three stents. The patient was awoken the next morning from general anesthesia, neurologically tested, and found to be preprocedural neurological baseline. There were no immediate complications. Patient was dismissed home on post-op day #4 and scheduled for outpatient rehab. Follow up with the user facility reports that the patient "continues to do very well post procedure with good flow in the vessel".

Manufacturer narrative:
Product analysis cannot be performed by the manufacturer as the device in question remains implanted in the patient. A device history review cannot be performed as the batch/lot number remains unknown. (No malfunction was alleged on the device in question - it was reported that the procedure completed successfully with the placement of the stent [device in question]). The root cause for this adverse event cannot be definitively determined. The physician noted that it was unlikely the gateway balloons contributed to the dissection of the vessel. It was reported that the patient's vessel was "fairly tortuous and difficult to cannulate". The physician also concluded that "it is possible the nose of the stent system was involved [with the dissection], but probably not. There is some evidence that the dissection may have been present, at least partially, prior to the advancement of the stent [device in question]". No malfunctions were alleged on any of the manufacturer's products as all products had function accordingly, and it was reported that the procedure was completed successfully. Per the dfu (directions for use) : vessel dissection is a potential adverse event which may be associated with the use of an intracranial angioplasty in stenotic lesions of the intracranial arteries. It was reported to the manufacturer that the patient "continues to do very well post procedure over the past few month with good flow in the vessel".